Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due excessive external forces may have been applied to the site during normal use, including cleaning of equipment. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection bore scope inspection 3. Visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, protrusions of metal lines from the inside, protrusions, slack, deformation, bending, adhesion of foreign matter, or falling off of parts on the outer surface of the entire length of the insertion section including the curved section and the tip section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small holes were found in the acoustic lens of the ultrasound gastrovideoscope during pre-use inspection. Reportedly, the image was clear when vibrated in liquid but unclear when vibrated in gas or within a lumen. Since the incident occurred during testing before a procedure, there were no reports of patient harm.